Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited dirt on the objective lens, and the image had disappeared during angulation in up/down directions. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. The image disappeared during angulation was due to damage to the charged coupled device (ccd) unit (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.